Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the f/u report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail.' The case was completed using manual mode ventilation and there was no pt injury reported.